Manufacturer narrative:
Additional information received on february 15, 2024 indicated that the patient underwent bilateral removal on (B)(6) 2024. The rupture was confirmed through ultrasound examination. Reason for device explant and/or reoperation: silent-rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 22, 2024 indicated that the patient date of removal was on (B)(6) 2024. The report stated that the patient is currently healing and the replacements surgery has been postponed. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 22, 2024, indicated that the patient experienced bilateral silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Based on new information received on aug 20, 2024, aug 26, 2024: new note from mentor clinician written as: it was reported that a 53-year-old female patient who underwent breast implant surgery with mentor medical devices (gel mod-rnd 400cc, date of implant (B)(6) 2007) has experienced breast implants rupture bilaterally confirmed by MRI and complicated by granuloma formations in both axilla. As a result, the patient underwent bilateral explantation on (B)(6) 2024, and replacements will be on (B)(6) 2024. -removed codes anisomastia and silent rupture (post-implant). -added pc granuloma and pec rupture symptomatic (post-implant). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 23, 2024, indicated that the replacement devices are as follow; right/cat:3604254bc, sn# (B)(6), left/cat:3604254bc, sn# (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 400cc silicone breast implant experienced left-sided silent-rupture post procedure. The issue was diagnosed through ultrasounds examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).